Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set drew air beyond the check valve below the drip chamber. The air went half way down the tubing from the check valve and stopped halfway to the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.